Manufacturer narrative:
Evaluation summary attached, device evaluated by manufacturer: updated method, result and conclusion: updated device evaluation by manufacturer: visual and tactile examination of the returned device revealed a complete circumferential tear had occurred in the balloon material 27mm distal to the edge of the proximal balloon sleeve. A longitudinal tear had also occurred extending the whole length of the balloon material. The tip was stretched and the distal markerband had moved distally; the proximal markerband was still in place. The distal section of the balloon and the tip was not returned. No damage was noted to the shaft of the device. Traces of dried blood were visible inside the hub of the device. The damage noted to the device may be consistent with the device meeting with a restriction as a result of a balloon rupture. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a stenting procedure, a balloon rupture occurred. The lesion was located in the left vena cava. A wallstent uni 20x55mm was implanted. A wanda 12x40mm balloon was advanced to the lesion for postdilatation of the stent. The balloon was inflated one time, to "nominal pressure." The balloon was inflated a second time at 11atm and the balloon ruptured. The balloon was attempted to be withdrawn through a 12fr super sheath with resistance. The wanda balloon catheter and the sheath were removed together. The balloon had a "horizontal rupture, and a piece of the balloon material was missing." The location of the missing balloon piece is unknown. It was unable to be seen under fluoroscopy and was also not in the sheath at the end of the procedure. The procedure was completed with this device. No further patient injuries or complications were reported. The patient status is reported as "stable." This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluation by manufacturer: corrected: the most probable cause is determined to be user related as the device was used to dilate a stenosis in the superior vena cava, however the dfu states the following: "intended use/indications for use: percutaneous transluminal angioplasty with the use of the boston scientific pta catheter is indicated in, but may not be limited to the narrowings of the following vessels: lower limb, pelvic, renal and dialysis shunt. In cases wherein surgery is contraindicated or as an adjunct or alternative to surgery. Any use other than those indicated is not recommended".

Event description:
It was reported that during a stenting procedure, a balloon rupture occurred. The lesion was located in the left vena cava. A wallstent uni 20x55mm was implanted. A wanda 12x40mm balloon was advanced to the lesion for postdilatation of the stent. The balloon was inflated one time, to "nominal pressure." The balloon was inflated a second time at 11atm and the balloon ruptured. The balloon was attempted to be withdrawn through a 12fr super sheath with resistance. The wanda balloon catheter and the sheath were removed together. The balloon had a "horizontal rupture, and a piece of the balloon material was missing." The location of the missing balloon piece is unknown. It was unable to be seen under fluoroscopy and was also not in the sheath at the end of the procedure. The procedure was completed with this device. No further patient injuries or complications were reported. The patient status is reported as "stable." This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a stenting procedure, a balloon rupture occurred. The lesion was located in the left vena cava. A wallstent uni 20x55mm was implanted. A wanda 12x40mm balloon was advanced to the lesion for postdilatation of the stent. The balloon was inflated one time, to "nominal pressure." The balloon was inflated a second time at 11atm and the balloon ruptured. The balloon was attempted to be withdrawn through a 12fr super sheath with resistance. The wanda balloon catheter and the sheath were removed together. The balloon had a "horizontal rupture, and a piece of the balloon material was missing." The location of the missing balloon piece is unknown. It was unable to be seen under fluoroscopy and was also not in the sheath at the end of the procedure. The procedure was completed with this device. No further patient injuries or complications were reported. The patient status is reported as "stable." This product is only (B) (4) approved, but it is similar to an approved us device.

Manufacturer narrative:
(B) (4). (B) (4).